Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unk. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb perforation and the reported removal difficulties. Unable to determine the root cause based upon the available information.

Event description:
It was reported that approximately one year after implantation of a vena cava filter during the scheduled retrieval, one filter leg appeared to extend outside the ivc wall and the filter apex was against the caval wall; therefore, the attempt to remove the filter was unsuccessful. A second attempt to remove the filter was made three weeks later; however, the filter was still not able to be retrieved. There was no reported pt injury.